Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be replicated as the device was not returned in a condition in which the test could be performed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that the balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4) - against resistance; above rated burst pressure (rbp). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the proximal through mid left anterior descending (lad) coronary artery, a 3.0x15 trek rx balloon dilatation catheter (bdc) was advanced and crossed the mid lad easily, without issue. The mid lad was successfully dilated then the proximal lad was successfully dilated via inflation of the trek rx balloon to 16 atmospheres. When attempting to deflate the balloon, the balloon would not deflate at all, despite several deflation attempts. The trek rx bdc was able to be withdrawn from the anatomy with force applied. Two unspecified stents were then successfully implanted, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.